Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter allegedly displays message that bolus was canceled and the issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.